Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9800 system had a collimator iris potentiometer error during a case. Also there was lines in the monitor. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.